Event description:
Pt given spinal anesthesia and positioned on table. Scope inserted when greenlight laser machine turned on, problem 46 appeared on screen indicating internal power problem. Procedure aborted. Laser sent back to manufacture for repair. No pt harm.